Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no fragments fell into the patient, and no fragment was missing from the instrument. There is no photographic images or video recordings of the procedure available for isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. .

Event description:
It was reported that during central processing procedure, the maryland bipolar forceps instrument connection between the tip and the wrist was missing. There was no report of patient involvement.